Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to correct event/explant date and relay product part number, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty in 2014. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection not caused by implant. The liner was removed and replaced.

Event description:
It was reported patient underwent a total hip arthroplasty in 2014. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection not caused by implant. The liner was removed and replaced.